Event description:
Customer reported that a pump malfunction occurred after it got wet and humid. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was initially unable to reset the pump due to a lack of a charging pad. Technical support provided pump reset instructions via email and assisted the customer with resetting the pump, which successfully resolved the issue. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happens again.